Manufacturer narrative:
The local area sales representative was contacted for additional information regarding the explant date. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an alert that the device entered safety mode. Technical services (ts) was consulted and discussed the safety mode parameters, beeping pattern, and recommended the device be replaced and returned for analysis. A device change out procedure has been scheduled. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received that this device has been explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an alert that the device entered safety mode. Technical services (ts) was consulted and discussed the safety mode parameters, beeping pattern, and recommended the device be replaced and returned for analysis. A device changeout procedure has been scheduled. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an alert that the device entered safety mode. Technical services (ts) was consulted and discussed the safety mode parameters, beeping pattern, and recommended the device be replaced and returned for analysis. A device changeout procedure has been scheduled. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received that this device has been explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an alert that the device entered safety mode. Technical services (ts) was consulted and discussed the safety mode parameters, beeping pattern, and recommended the device be replaced and returned for analysis. A device changeout procedure has been scheduled. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received that this device has been explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.